Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the tip broke off. The fracture face is homogenous which indicates material conformity. The stress marks at the top and the bottom of this device show that this instrument was used often. It is visible that the tip was twisted before the breakage. Both pins have a deformation on one side. This indicates that too much torque was applied to this instrument while tightening a screw. Mechanical overload caused the breakage. No product fault could be detected. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that the tip of the screw driver broke off. This is report 1 of 1 for complaint (B)(4).